Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion repeatedly. A manual flush was performed with no sign of an occlusion. The sensitivity of the pump was set to the least sensitive parameter without improvement of the alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.